Event description:
A previous in-stent restenosis of the lad was attempted to be opened up with a cutting balloon. The balloon got stuck and broke off, it could not be retrieved and the patient went immediately to the operating room for removal.